Event description:
Admitted with high grade obstructive ureteral stone. During right ureteroscopy the stone basket became snared at the ureteral vesicular junction and after incising the ureteral vesicle junction the basket fragmented. The pieces couldn't be retrieved despite attempts at placing a ureteral stent. An open ureteral exploration was performed successfully.